Manufacturer narrative:
Additional data: device evaluated by MFR - device evaluation: the lens was returned in a micro centrifuge vial with moisture on lens. Visual inspection found the haptic torn. Claim #(B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, diopter -8.5 into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged with a longer lens due to low vault. The problem was resolved.